Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the led flex. As a result, the led flex was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the orange led did not light up during physical inspection, it was found that the downstream occlusion seal was delaminated. There was no patient involvement, no patient injury was reported.